Event description:
It was reported by customer that during transfer of patient from chair to the bed, the port was dislodged, and the end cap broke off. Left port de-accessed and removed. No harm to patient. No other information was provided. Additional information received 01/23/2024: it is unknown if there was any leakage. Treatment completed via an alternate peripheral IV. The needle dislodged from port and distal end of port was gone. Port de-accessed. Rn discovered during assessment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation